Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm was received. Reportedly, the cartridge was not empty at the time of this alarm. Customer's blood glucose level was 201 mg/dl.